Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow up, the left ventricular lead was found to be dislodged. The physician noted abnormal measurements. The lead was explanted and replaced successfully. The patient was in stable condition at post op check.